Event description:
It was reported that the implant was removed due to peri-implantitis at the implant site. The implant was also reported to be fractured.

Manufacturer narrative:
Zimmerbiomet complaint number cmp ¿ (B)(4). Weight unknown / not provided. Expiration date and unique identifier (UDI) number unknown / not provided. Email address unknown / not provided. Additional PMA/510(k) number ¿ k101880. Device manufacturer date unknown / not provided.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: h6: investigation type codes were added: 3331, 4109, 4110 and 4111. H6: investigation findings code was added: 213. H6: investigation conclusions codes were added: 67. One (1) imp, tsv, 4.7, 11.5, mtx, mg (tsvtwb11) was returned for investigation. Visual evaluation of the as returned product identified no malfunction. The reported event of fractured implant was unconfirmed. The reported event of peri-implantitis is non-verifiable. Zimvie is not responsible for any damage caused by the clinician's removal of the device. Based on the evaluation, device malfunction has not occurred. However, there is no existing nonconformance / CAPA / hhe/d / ie / product hold against the reported devices that did or could cause or contribute to the reported events. Monthly post market trending review identified no adverse trends or actionable trends for the reported events or devices. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming products. Therefore, based on the available information, the products were within specifications and conforming when they left zimvie. DHR review was completed for the subject lot number (1227119) and revealed no deviations or non-conformances, which could have caused or contributed to the reported event. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. The complaint is related to the functional performance of the device. Functional testing to recreate the reported events of fracture implant and peri-implantitis could not be performed due to the nature of the devices & events. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely causes determined from the investigation are improper loading and used outside of intended use. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information received at the time of this report.